Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was going through the fill tubing process and did not observe insulin exiting the end of the infusion set tubing. The customer changed the cartridge and infusion set three times having the same problem every time. Tandem technical supported walked the customer through a load sequence and was able to resume insulin delivery. The customer's blood glucose level was 96 mg/dl.